Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. It was reported that the patient was using an unsupported operating system. Data was provided for evaluation. The reported event was not confirmed. A root cause could not be determined. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.